Event description:
Initially, an electronic report was received of a dialyzer reaction that occurred to a pt undergoing dialysis treatment. The rn mgr of the unit who reported this event was contacted for additional info. It was learned, that for this event, the pt started dialysis at 1145 and while a pt care tech was standing next to his chair the pt went unresponsive at 1215. The bp at the time of the event dropped to 77/42 with a pulse of 115. The blood was returned to the pt. Reportedly, the pt's color was pale grey. A code was called. Nine one one was called. O2 was given by face mask. The pt was assisted to the floor and breathing assisted by ambu bag. The pt then became alert and breathing on his own and moaning at 1230. Ems provided care for this pt at this time. This pt was transported to the hosp for further eval. The pt was monitored in the ER and was later discharged to home in his wheelchair. The pt did leave against medical advice. It was documented that the pt was offered admission and treatment but the pt refused. There is no sample or lot number available for an evaluation. The pt continued dialysis at this unit with use of this dialyzer. This pt has a history of non compliance with use of prescribed beta blocker. Also the pt had 9 kg of fluid extra pre treatment. Staff targeted 2.8 kg for removal.